Event description:
It was reported that bd vacutainer® edta 2k had foreign matter inside the tube. This occurred on 3 occasions before use. The following information was provided by the initial reporter: black spots in the tube x2. Dirty tube x1.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter inside the tube. This occurred on 3 occasions before use. The following information was provided by the initial reporter: black spots in the tube x2. Dirty tube x1.